Event description:
According to the available information the metal guide of the nephrostomy tube detached from the white connector during placement. Use of two guides and prolongation of operative time.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. This issue may due to a glueing issue, but without sample or lot number we cannot check this defect and determined root cause. The photo submitted by the declarant does not provide any further information. However, this complaint will be used for trend analysis. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on rja0x, rja1x, rja2x, rjb0x, rjb1x, rjb2x, rma1, rma2, rml0, rcjx, rcj0xx product; defect white luer unglued over last four years. 30 similar cases were found. A rmf evaluation was performed based on criq209 - risk identified: 13274a (hazardous situation: catheter is not correctly positioned) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the metal guide of the nephrostomy tube detached from the white connector during placement. Use of two guides and prolongation of operative time.